Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for this malfunction within the last 24 hours. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.